Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The large suturecut needle driver instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was visually inspected internal and external with no issues identified. The instrument was tested and it was fully functional.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hartmann's surgical procedure, the large suturecut needle driver instrument had damaged cable. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed the instrument was inspected prior to use and there was no damage or anything out of the ordinary observed. The instrument did not collide with any other instrument or tool during the procedure. At the beginning, there were no issues related to opening/closing of the grips. There were no issues related to left/right motion of the grips and neither related to up/down motion of the wrist. Reporter confirmed that there were cables visibly protruding from the distal end of the instrument but could not tell how many. The protruding cables were ones that controls opening/closing of the jaws and also the ones that controls up/down motion of the wrist. Customer did not have any images of the defective instrument available for isi review.